Event description:
It was reported that right hip revision surgery was performed. Injuries developed over six years after implantation. Pain in groin reported from (B)(6) 2013. Squeaking reported from (B)(6) 2013. Surgeon reportedly found a large amount of cloudy fluida along with metal staining of tissues.

Manufacturer narrative:
(B)(4).